Event description:
Clinic notes were received for generator replacement referral purposes, and there was an allegation that the patient was having an increase in seizure activity. The physician stated that this may have been due to the generator being at near end of service. The physician also noted that magnet mode diagnostics were performed, but the results were not provided. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The generator was received. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment, and results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the expected low battery. The battery, 2.081 volts as measured, showed an neos=yes condition.

Event description:
The patient had generator replacement surgery due to battery depletion. The explanted generator has not been received to date.